Event description:
It was reported that the patient underwent a c-section procedure on (B)(6) 2025 and suture was used. During surgery, when the suture was used to suture the fat layer, the problem of pulling off suture needle happened, making it unusable. Considering the adverse reaction of the instrument, a new suture was replaced to continue the suture, which increased the risk of bleeding and anesthesia. No patient consequence was reported. Additional information was requested.

Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the following information was requested, but unavailable: were there patient consequences? If yes, please explain. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.